Event description:
Leakage was noted from female end of tubing.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: (B)(4) the results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2023-00071; 2245270-2023-00072. Nine (9) samples were returned for evaluation for lot numbers 2303018d and 2302010d. We performed a functional test for each sample by attaching a 10ml syringe of sodium chloride to the proximal end with a cap on one end of this set and pressurizing the set to help determine the actual location of the suspected leaks. All 9 sets were tested and none of these sets showed any signs of leaking at the female or male luer. To further confirm that these complaints could not be recreated, the samples were capped and leak-tested for 5 seconds at 15 psi. There was no change in pressure that indicated there was a leak in any of the sets that were leak-tested. Vygon could not recreate any leaking in the extension sets sent as samples. Therefore, this complaint could not be confirmed. The customer returned samples from both lots 2303018d and 2302010d, and a lot history review was performed on both. There were no anomalies or nonconformances related to the customer's claim. All testing passed requirements and there were no indications of issues during the manufacturing process that might cause leaking in the sets during use. A review of the historical complaints data from (B)(6) 2018, to (B)(6) 2023, shows this is the only reported leak concern for this product code. Corrective action: based on the complaint investigation, this complaint could not be confirmed and replicated. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
Leakage was noted from female end of tubing.

Manufacturer narrative:
This is follow up 2 to correct the date of incident from 9/3/2023 to 9/8/2023. There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2023-00071; 2245270-2023-00072. Nine (9) samples were returned for evaluation for lot numbers 2303018d and 2302010d. We performed a functional test for each sample by attaching a 10ml syringe of sodium chloride to the proximal end with a cap on one end of this set and pressurizing the set to help determine the actual location of the suspected leaks. All 9 sets were tested and none of these sets showed any signs of leaking at the female or male luer. To further confirm that these complaints could not be recreated, the samples were capped and leak-tested for 5 seconds at 15 psi. There was no change in pressure that indicated there was a leak in any of the sets that were leak-tested. Vygon could not recreate any leaking in the extension sets sent as samples. Therefore, this complaint could not be confirmed. The customer returned samples from both lots 2303018d and 2302010d, and a lot history review was performed on both. There were no anomalies or nonconformances related to the customer's claim. All testing passed requirements and there were no indications of issues during the manufacturing process that might cause leaking in the sets during use. A review of the historical complaints data from october 1, 2018, to october 27, 2023, shows this is the only reported leak concern for this product code. Corrective action: based on the complaint investigation, this complaint could not be confirmed and replicated. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
Leakage was noted from female end of tubing.